Event description:
It was reported that shortly after implant, the device was interrogated and was found to be at elective replacement indicator (eri). The device was interrogated again later, and indicated a greater longevity. It was suspected that the device had experienced a cold weather reset. The device was programmed out of vvi-65, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).